Event description:
End use reports a red wound with weeping and bleeding encircling stoma extending out approximately 0.25" that has been ongoing approximately 15 to 20 years, developed with unknown product and exact date of onset is unknown. The end user further reports that some bleeding occurs that sometimes requires cauterization using silver nitrate, (unable to quantify amount of bleeding). It was further reported that she sometimes develops cellulitis around the wound which sometimes requires her to be hospitalized and or requires an antibiotic is prescribe, name unknown. She went on to report being seen by her primary physician about every 6 months who continues to evaluate. The end user also reported that she has tried many other wafers and accessory products in the past without success. Skincare was reviewed with the end user.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.